Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 500 mg/dl; cause was not known. Correction bolus via pump was delivered to address bg. Pump system check was performed. No device issues were identified. The infusion set site was not compromised. The infusion set was changed. Upon follow up, bg had started to lower. Recommendation was made for the customer to discuss the event with a healthcare provider.